Event description:
The hcp reported that the guide wire did not go to the end of the catheter and made it difficult to insert to the desired level. Hcp stated two catheters were used with this patient and both had the same issue. He also stated that the guide wire was removed from the catheter and the catheter and guide wire were soaked in saline prior to use. They were then reassembled and implanted. He stated he does this because he has had difficulties removing the guide wire from the catheter. Hcp did not believe the catheters were being stretched in the process of removing the guide wire and reinstalling it, but he had not checked to see if the guide wire went to the end of the catheter before removing the guide wire. Hcp noticed on one occasion that the stylet did not reach the tip of the catheter and visual inspection showed that the stylet did not go as far as the distal most holes of the catheter. The patient was fine and receiving therapy. The pump was delivering lioresal.

Event description:
It was reported that when the surgeon reassembled the catheters a few centimeters were trimmed off the end of the catheter so that the stylet would reach all the way to end of the catheter again. It was reported that this is no longer an issue as the health care professional had discontinued the practice of soaking the stylet in water before use in addition to using a different model of catheter.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Catheter model#8709sc, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).